Manufacturer narrative:
The reported field event of unknown death was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-12758. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.